Event description:
It was reported that the left ventricular lead had high thresholds. The lead was attempted but not implanted. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. All conductors blood/body fluid. Full lead returned and analyzed.